Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8336-50. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: coveredge 32 surgical lead kit 50 cm. Unique identifier (UDI)#: (B)(4). Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the implantable pulse generator (ipg) of the patient was uncomfortable and had reached its end of life. The patient underwent a spinal cord stimulator (scs) explant procedure. The patient was doing fine postop with no complications. The explanted devices cannot be returned due to facility policy.